Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-04485. It was reported that the patient experienced an infection at the lead site where the leads were anchored. As such, surgical intervention took place wherein the leads and anchors were explanted to address the issue. Date of explant is unknown.